Event description:
Small bowel obstruction. The pt was admitted to the hosp in 2000 for an ostomy takedown. One sheet of seprafilm (lot #389426) was placed at the ostomy takedown site during the surgical procedure. The post-op course was uneventful and the pt was discharged on 5/6/00. However, on 5/8/00, the pt returned to the hosp with complaints of nausea intermittently for the past two days, vomiting and cessation of bowel movements. Pt was admitted to the hosp for abdominal x-ray which showed a small amount of air underneath the right hemidiaphragm and dilatation of multiple loops of bowel. This pattern reportedly represented a small bowel obstruction. The pt was made npo and was given IV fluids. On 5/10/00 pt reportedly began having bowel movements, had recovered without sequelae, and was discharged on 5/11/00. The physician has related the event to be possibly related to seprafilm.